Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no adverse impact on the customer¿s blood glucose level, as it remained below 500 mg/dl.